Manufacturer narrative:
Date of event: no date provided, used the first date of the year provided. Pushpinder s khera, pawan k. Garg, sarbesh tiwari, narendra bhargava, taruna yadav, binit sureka, tushar ghosh, santhosh babu, sunil dadhich, surjit singh. Retrograde transvenous obliteration of gastric varices using sodium tetradecyl sulphate: technical considerations and results from a single institution retrospective study. Journal of clinical interventional radiology isvir 2021; 6:10-17.

Event description:
It was reported via journal article that the balloon fell into an unintended location. A retrospective study evaluated the safety and efficacy of retrograde transvenous obliteration (rto) with the assistance of a balloon (brto) or a vascular plug (parto) for treating gastric varices (gvs) using sodium tetradecyl sulfate (sts) as a sclerosant without lipiodol. The patient presented with acute upper gastrointestinal bleed and large gastric varices on endoscopy. Child-pugh score was b7. The coronal reconstructed image of the CT portal venous phase showed a very large gastrorenal shunt (grs) measuring 24 to 26 mm draining into the left renal vein (lrv). Constriction was noted in the midpart of grs. Cannulation of the grs from a right jugular approach demonstrated the difficult anatomy in the form of the large size and an hourglass constriction. Left inferior phrenic veins form the systemic runoff. Attempts to occlude the shunt using a 27 mm equalizer balloon failed with the balloon falling into the lrv. The shunt was cannulated using a right femoral vein approach and a 10 fr sheath advanced with its tip beyond the constriction. A 24 mm non-boston scientific plug was deployed in the grs with its upper disc being above the constriction. Gelfoam slurry and sts was injected using the 5 fr catheter present by the side of the plug till stasis was achieved. The plug was deployed in this position. 24-hour CT study showed thrombosis and air foci within the grs. The patient developed a mild increase in ascites that was managed medically.